Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed events were confirmed through the analysis of the log file that was provided by the account. Although a specific cause for this event could not conclusively be determined, based on past experience with the hmii lvas and similar reported events, the captured event appeared consistent with a potential driveline issue. The submitted log file contained data from 21nov2019 through 04dec2019. For the duration of the file, the pump remained above the low speed limit until (B)(6) 2019, when the patient¿s speed dropped below the low speed limit. Low speed advisory alarms were observed. Following the event, the pump operated above the low speed limit until (B)(6)2019, when another low speed event was observed, resulting in a low speed advisory alarm. Following that event, the pump ramped back up to its set speed without issue and operated above the low speed limit for the remainder of the file. It was noted that all the observed low speed events occurred while the patient was supported by the power module. It was reported that during a routine clinic visit, low speed advisory alarms were noted during the device interrogation. Analysis of the submitted x-ray images did not appear to show any potential breakdown of the metal braided shield of the driveline; no areas of obvious damage or concern were noted. The account communicated that the patient was doing well and no alarms have been reported. The patient was provided the ungrounded cable and was advised to use the ungrounded cable when they were connected to the power module or on battery power. The patient remains ongoing on the heartmate ii lvas with no further reported issues. The hmii lvas IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine device interrogation the log file captured 2 low speed advisory alarms on (B)(6) 2019 with speed down to 5590 rpm and 5790 rpm and one low speed advisory alarm on (B)(6) 2019 with fix speed at 8120 rpm. The fix speed is set to 9600 rpm with low speed of 9200 rpm. During log file analysis, the 3 low speed advisories were confirmed. This type of behavior is indicative of a percutaneous lead issue. It was recommended the patient stay on batteries until an ungrounded cable was provided to the patient. X-rays were submitted which were unremarkable. No further information was provided.